Event description:
Customer reported that he has been hospitalized 4 times since (B)(6) 2013 due to high blood glucose and dka. The most resent hospitalization was in (B)(6) 2013. Customer's blood glucose reading at the time of hospitalization was 540 mg/dl. Customer stated that he does not remember dates or blood glucose readings for the other three hospitalizations. Assisted the customer to check settings and found that the basal rated were incorrect. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.